Event description:
It was reported that the lead had come out of the patients skin. The patient underwent an explant procedure and the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.